Manufacturer narrative:
This report is submitted on january 25, 2022.

Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at implant site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported).